Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer believes that the infusion set was not long enough to give her the insulin, and she was changing the infusion set three to four times a day. The customer stated that she woke up with no delivery alarm, and when she measured her blood glucose was over 500mg/dl. No further information was provided.